Event description:
The reporter stated that reporter did back to back blood glucose testing, one after the other. It is unknown if reporter used different finger sticks. Results were 32, 62 and 52 mg/dl. Reporter did not have any symptoms. During troubleshooting, reporter tested with new strips and received normal blood glucose results. A control solution test was done and it was in range. (The reporter had language difficulty; first strips may have been opened too long, also possible that reporter did not apply enough blood on the strips.) No harm was alleged.